Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: residual insulin remaining in the cartridge is unusable.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the customer filled the cartridge with an unspecified amount of insulin. Reportedly customer reused insulin from a previous cartridge. Tandem technical support educated the customer cartridge and insulin labeling. Customer¿s blood glucose level was 200-300 mg/dl. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.